Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5114881. The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section g. Box 3. Report source h3 other text : placeholder.

Manufacturer narrative:
Please note, that the device associated with this complaint was expected to be returned. However, additional information received, from the penumbra sales representative, indicated that the device was disposed of. And is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, the physician successfully completed two passes. Next, the physician removed the cat7 to perform an angiogram. The physician then attempted to advance the cat7 through the sheath to complete the third pass, and subsequently, the proximal end of the cat7 broke outside of the patient. Therefore, the cat7 was removed. The procedure was completed using an indigo system catheter 8 (cat8) and a new non-penumbra sheath. There was no report of an adverse effect to the patient.